Manufacturer narrative:
Additional information has been requested and is currently not available. No trend considering the following event is identified: metallosis. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the patient received a thr including biolox delta head on (B)(6), 2016. Subsequently, patient was diagnosed with metallosis and has had severe swelling and has rash/bumps all over her leg. Patient would like to see if any of her parts are on a recall list. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis as the device are in vivo, the patient was not revised. The compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea - increased wear particles from articulation, osteolysis due to inappropriate design concerning tribological performance not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - increased chemical, galvanic or crevice corrosion and / or fretting of material, metal ion release from stem taper due to micromotion due to increased frictional moment, corrosion possible: product was not returned for investigation, therefore cannot be excluded. - increased wear due to foreign particles in cop and coc pairing possible: product was not returned for investigation, therefore cannot be excluded. - release of corrosion particles of stem taper due to inadequate material pairing not possible: material compatibility specification certifies the material pairing. - release of metal ions from stem taper due to inadequate material pairing not possible: material compatibility specification certifies the material pairing. - increased chemical, galvanic or crevice corrosion and / or fretting of material, metal ion release due to not allowed/ wrong combination of zimmer products not possible: product combination is allowed. - mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products not possible: product combination is allowed. - increased wear, fretting corrosion on stem taper (lever torque) due to patient with high body weight possible: patient weight is unknown ,therefore cannot be excluded. Conclusion summary according to the event patient was diagnosed with metallosis. Only possible reason that biolox head can cause metallosis in the tha would be due to stem taper connection leading to metal ion release. Product combination is approved by zimmer biomet and material pairing is certified. Therefore, the most likely reason is the increased frictional moment in connection with the stem taper and possible high body weight of the patient. However, since the products were not received for investigation this hypothesis cannot be confirmed. Moreover, the implant was not included in a recall. For the investigation of the other components in the tha see zimmer inc., warsaw split case (B)(4). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmerâ¿¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta head 12/14 36x0 on an unknown side on (B)(6) 2016. Currently, the patient is being monitored due to metallosis.